Manufacturer narrative:
Na. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. Subsequently, the valve popped up and the depth was measured as 1-2 mm on the non-coronary cusp (ncc). A 23mm, non-abbott valve was implanted to resolve the event. The patient's status was unknown.

Manufacturer narrative:
An event of device migration, perivalvular leak, and aortic valve insufficiency/ regurgitation was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information and cine review, the cause for the reported migration is likely related to the improper or incorrect procedure or method, however this cannot be determined. The reported improper or incorrect procedure or method resulted from the physician choosing a smaller than intended sized valve. The reported perivalvular leak and aortic valve insufficiency/ regurgitation are likely cascading effects from the event. A surgical intervention was a result of case-specific circumstances, as a valve-in-valve was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: 4582.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a horizontal aortic valve measuring at 67 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, unknown balloon. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). Subsequently, the valve popped up, and the depth was measured as 1-2 mm on the ncc resulting in moderate paravalvular leak (pvl). A 23mm, non-abbott valve was implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.